Event description:
Dr attempted to inflate balloon with air. Balloon did not inflate properly. Ref# 60-6085-202a, lot#202007271, a second large v-care was given. Attempted to inflate, second v-care balloon was faulty and did not inflate. Ref# 60-6085- 202a, lot#202010191. FDA safety report ID #: (B)(4).